Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant product: 4076-52, lead, implanted (B)(6) 2010. (B)(4).

Event description:
It was reported that the right ventricular lead was oversensing t waves and two separate episodes were treated, resulting in anti-tachycardia pacing (atp) therapy. The r wave sensitivity was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.